Event description:
It was reported they were having difficulty filling or aspirating the reservoir. They were able to aspirate the reservoir, but unable to fill it. Patient and device information were unknown at the time of this report.

Event description:
Additional information received reported the patient came into the physician's office due to an alarming pump. The patient also had an magnetic resonance image (MRI) at 11:00am.

Manufacturer narrative:
(B)(4).